Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was found that the lp exhibited varying low voltage impedance and high capture threshold upon fixation. The lp was removed and replaced, and tissue was noted to be stuck in the helix. There were no patient consequences.